Manufacturer narrative:
Product ID, 3889-28 lot# v998462, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4). (B)(4).

Event description:
It was initially reported, the patient never had therapeutic effect. The patient was still unable to empty his urine all the way and he had leakage. It was reported, the patient had been seeing an urologist for the past 5 years and his first surgery did not work; it was unknown what surgery the patient was referring to. Additional information received reported the patient's device was going to be removed (B)(6). For the last couple of weeks, the patient had to wear diapers at night and "it had gotten worse." It was reported "it happened a lot with leakage and even when the patient coughed urine came out." The patient was told he had "weak" muscles. It was also reported, the patient thought his device worked "on and off" but it never really helped with his symptoms. After the removal it was reported the patient's physician wanted to try botox injections. The patient was never offered oral medications prior to implant to see if they would have worked. It was also reported the patient "had another piece in his bladder that he had for a long time" and his physician told him "it was too dangerous to remove." It was noted, the patient thought he should never have been implanted even though he did have a 50% reduction in his symptoms during his trial. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.